Event description:
Customer complaint received and initially reported as "patient allergic to catheter.". Additional information received 13-april-2022 reports the patient had an arrow psi in before going to the floor along with an arrow hemodialysis catheter. The patient did have a known sulfa allergy. The patient had a central line placed and began wheezing during this procedure. The cvc and dialysis catheter were still in place and the patient was reported to be doing fine with them. Additional information received 20-april-2022 reports the patient received treatment for the wheezing with steroids, albuterol, and nebulized racemic epinephrine. It was reported the patient had presented in cardiogenic shock on multiple pressors, had prolonged pump time redo of avr (aortic valve replacement) and one vessel CABG (coronary artery bypass graph), and anuric acute kidney injury. Patient reported to be dyssynchronous on the ventilator with high peak pressures and was given a single dose of paralysis which resulted in mild improvement. Patient placed on crrt (continuous renal replacement therapy) and was able to decrease vasopressor requirement and have a trach. On (B)(6), patient was off pressors and only on milrinone and was much more stable. Her respiratory status did decline again and crrt restarted. The central line remained in place. Additional information received 22-april-2022 reports per physician the patient was already in multiorgan dysfunction and tryptase sent to rule out potential allergic anaphylactic component was negative, so likely there was no contribution from the central line.

Manufacturer narrative:
Concomitant medical products: odialysis catheters. (B)(4).

Event description:
Customer complaint received and initially reported as "patient allergic to catheter.". Additional information received 13-april-2022 reports the patient had an arrow psi in before going to the floor along with an arrow hemodialysis catheter. The patient did have a known sulfa allergy. The patient had a central line placed and began wheezing during this procedure. The cvc and dialysis catheter were still in place and the patient was reported to be doing fine with them. Additional information received 20-april-2022 reports the patient received treatment for the wheezing with steroids, albuterol, and nebulized racemic epinephrine. It was reported the patient had presented in cardiogenic shock on multiple pressors, had prolonged pump time redo of avr (aortic valve replacement) and one vessel CABG (coronary artery bypass graph), and anuric acute kidney injury. Patient reported to be dysynchronous on the ventilator with high peak pressures and was given a single dose of paralysis which resulted in mild improvement. Patient placed on crrt (continuous renal replacement therapy) and was able to decrease vasopressor requirement and have a trach. On 18-april, patient was off pressors and only on milrinone and was much more stable. Her respiratory status did decline again and crrt restarted. The central line remained in place. Additional information received 22-april-2022 reports per physician the patient was already in multiorgan dysfunction and tryptase sent to rule out potential allergic anaphylactic component was negative, so likely there was no contribution from the central line.

Manufacturer narrative:
Continuation of d11: odialysis catheters (B)(4). The customer returned one, three-lumen cvc for analysis. Signs of use in the form of biological material was observed inside the extension lines. Visual analysis did not reveal any defects or anomalies of any kind. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "the arrowg+ard blue plus antimicrobial catheter is contraindicated for patients with known hypersensitivity to chlorhexidine, silver sulfadiazine and/or sulfa drugs". The customer report of a patient complication was confirmed by the customer report. Per confirmation from the customer, it was confirmed that the customer has a sulfa allergy. Silver sulfadiazine is included in the coating of the catheter in this kit. Despite this, the customer also reiterated that the customer reaction was a result of multi-organ failure and an allergic response was ruled out as a cause of the patient complication. A device history record review was performed based on sales history, and no relevant findings were identified. Based on the information provided and the customer report, unintentional use error (patient condition) likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.